Event description:
On 11/3/98, pt seen in clinic for blood draw. Received saline flush through central line (double lumen hickman). On 11/5/98, admitted to the hosp for signs and symptoms of sepsis. Blood culture from 11/5 positive for "gnr", enterobacter cloacae. On 11/9/98, pt discharged from the hosp.